Event description:
It was reported that during biopsy procedures, the devices failed to fire into the lesion after being fully primed, and a rattling noise was heard as though something was broken. The probes were exchanged to complete the procedure. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is inconclusive, as the device was not returned for evaluation. The root cause for this event was determined to be supplier related due to over-processed resin. See scanned page. Section a through d: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.